Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "the cuff pressure won't maintain pressure during the routine maintenance test. When the tube is pinched the pressure will hold. Different tubes were used during testing. "